Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, a plaintiff received a left bhr system on 23-sep-2011. The bhr failed and patient experienced pain and elevated cobalt chromium ions, therefore a revision surgery was performed on (B)(6) 2024. During surgery the acetabular cup was found positioned in an acceptable orientation and was kept in place, necrotic tissue was found around it and was removed. The hip was converted into a tha using s+n components. Patient was transferred to the recovery room in stable condition.

Manufacturer narrative:
H10. Additional information in b6, b7. And d10. H11. Corrected information in h6 (health effect - clinical code).

Manufacturer narrative:
Section h3, h6: it was reported that, a patient received a left bhr and later the system failed and patient experienced pain and elevated cobalt chromium ions, therefore a revision surgery was performed. During surgery the acetabular cup was found positioned in an acceptable orientation and was kept in place, necrotic tissue was found around it and was removed. The hip was converted into a total hip arthroplasty. Patient was transferred to the recovery room in stable condition. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the alleged devices. A review of historical complaints data was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the cup and head, and this failure will continue to be monitored. As no device batch numbers were provided for investigation, manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The review of the most recent IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. No further escalation actions are required. The available medical documents were reviewed. Based on the limited information provided a clinical root cause of the elevated metal ions and necrotic tissue cannot be confirmed. The scar tissue cannot be ruled out as a possible contributing factor to the reported pain. Scar tissue is a known complication of joint surgery, and it cannot be concluded to be related to the implant. The patient impact beyond the reported revision could not be determined. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
H3, h6: as of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the alleged devices. A review of historical complaints data was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the cup and the head. This failure will continue to be monitored via routine trending. As no device batch numbers were provided for investigation, manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The review of the most recent IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. No further escalation actions are required. The available medical documents were reviewed. Based on the limited information provided a clinical root cause of the elevated metal ions and necrotic tissue cannot be confirmed. The scar tissue cannot be ruled out as a possible contributing factor to the reported pain. Scar tissue is a known complication of joint surgery, and it cannot be concluded to be related to the implant. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.